Event description:
Resp therapist responded to call that a vent was alarming. Therapist found pt not getting any breaths. Vent continued to read "abnormal restart" and then quit giving pt volumes or breaths. Therapist turned vent off and back on and vent then was able to cycle off. Vent was switched out. Pt was alert/oriented throughout with no adverse outcome. Vent serviced by pb field service division. Repair: replaced bbu pcb. Performed required calibrations and pvt. Equipment ok'd to place back in use.